Manufacturer narrative:
Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas device confirmed a driveline issue that could have contributed to the pump stops and low speed events observed in the submitted system controller log file. However, a direct correlation between the device and the report of paroxysmal atrial fibrillation could not be conclusively established through this evaluation. The submitted system controller log file captured several pump stops and low speed advisory/hazard events from 02:48:44 am through 04:37:23 am on (B)(6) 2018. These events only occurred while the system controller was connected to a power module. Low flow hazard alarms and power elevations up to 20.4 w were also captured during these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The patient underwent a pump exchange on (B)(6) 2018 and the pump device was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 6.5¿ and 28¿. Metal braided shield breakdown was observed approximately 5.5¿ from the pump housing. Further breakdown was also observed along the exterior portion of the driveline. Visual inspection of the underlying wires revealed a breach in the insulation of the green wire approximately 4.5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the green wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the low speed events observed in the submitted log files. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system.

Event description:
Additional information was reported on 12dec2018 that the patient underwent pump exchange due to suspected short to shield issues. The patient's new pump serial # (B)(4) that was implanted on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 years, 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had pump stoppages on (B)(6) 2018, which was linked to patient's percutaneous lead short to shield issue. Vad coordinator advised the physicians opted for pump exchange for patient; however, declined external driveline repair at this time. It was reported that patient was symptomatic with pump stoppage and patient is now stable in the ICU. Not aware of any trauma and patient not really lost any weight. No further information was provided.